Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier = (B)(6) there is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed calcium results generated on the architect analyzer for one patient. The results provided were: (B)(6) 2019 sid(B)(6) = 0.96mmol/l / repeated = 2.30mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer performed no additional troubleshooting of the architect (B)(4). A review of the architect (B)(4) service history was performed and no additional erratic results pre- or post the current complaint were identified. No contributing factors on or around the date of the complaint issue were identified. Return testing was not completed as returns were not available. A review of the architect systems operations manual shows adequate information for handling specimens, operational precautions and limitations and troubleshooting for the reported issue. The architect calcium package insert also provides information for sample handling to include precautions regarding bubbles in specimens, specimens with fibrin, red blood cells or other particulate matter and result interpretation. A search for similar complaints on the architect (B)(4). Platform, found none, and there were no trends identified. Although a definitive cause was not found, a sample integrity issue could not be ruled out. Based on the investigation no product deficiency was identified for architect (B)(4); serial number (B)(4).